Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle which is potential adhesive. Additionally, there was potential adhesive noted in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states.

Event description:
During a pulse field ablation for pulmonary vein isolation, a farawave catheter was selected. Upon opening, white marks were observed on the handle and a white substance was noted in the flush port. The catheter was replaced. However, the second catheter exhibited the same issue upon opening. Therefore, a third catheter was used to complete the procedure without further complications. The catheter was returned for laboratory analysis.

Event description:
During a pulse field ablation for pulmonary vein isolation, a farawave catheter was selected. Upon opening, white marks were observed on the handle and a white substance was noted in the flush port. The catheter was replaced. However, the second catheter exhibited the same issue upon opening. Therefore, a third catheter was used to complete the procedure without further complications. The catheters are expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.